Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post an implantable cardioverter defibrillator (ICD) implant the patient presented with an infection around the device. Follow up was completed and it was verified that the infection was treated with medication and the ICD system remains in use. No patient complications have been reported as a result of this event.